Event description:
This is filed to report the resistance noted during removal of the clip delivery system, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The left atrium was noted to be small. The first clip delivery system (cds) was advanced to the left atrium; however, due to a low transseptal puncture, a good position could not be obtained. The leaflets were never attempted to be grasped, and it was decided to remove the cds for a new transseptal puncture. During removal, the cds met slight resistance with the steerable guiding catheter (sgc). After the devices were removed, it was observed that the tip of the sgc was bunched up. A new sgc was used successfully. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the mitraclip clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the complaint-handling database identified no other incidents reported from this lot. Failure to advance may be influenced by patient morphology/pathology, such as vessel tortuosity, a rotated heart or location of the transseptal puncture. The information provided in the case details stated there the left atrium was noted to be small. The clip delivery system (cds) was advanced to the left atrium; however, due to a low transseptal puncture, a good position could not be obtained. Therefore, the leaflets were not attempted to be grasped and it was decided to remove the cds for a new puncture. This information suggests that the patient morphology/pathology contributed to the reported failure to advance. The reported failure to advance appears to be related to patient morphology/pathology; however, a definitive cause for the reported difficult clip delivery system (cds) removal, resulting in soft tip deformation could not be determined. It is possible that the clip was oriented in such way that resulted in an interaction between the clip and the guide tip upon retraction of the cds. This interaction would cause the difficulty/resistance removing the cds resulting in damage to the soft tip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.